Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, 8mm mega needle driver instrument's wires became exposed inside the patient while surgeon was suturing, and it stopped working. No fragments fell into the patient. The procedure was completed with no reported injury.